Manufacturer narrative:
Age at time of event: probably mid 60's or late 60's. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. An offroad¿ was selected for use. During the procedure, the device was advanced to the target vessel and was inflated when it was noted that the balloon ruptured. A wire was advanced and stenting was done to finish the case. No patient complications were reported.